Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had unexplained high blood glucose over 600mg/dl. The customer fell thirsty and nauseous. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. The spouse stated that the infusion set was changed and the cannula was occluded with blood, but the insulin pump did not alarm no delivery. It was stated that the diabetes nurse recommended having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube, a cracked reservoir tube window and a cracked reservoir tube lip.